Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that after the patient underwent an MRI, the certas valve setting changed from 4 to 1. The patient began experiencing headache immediately after sitting up from the scan, though it was initially thought to be related to her history of migraines. The headache continued for days until the patient came back to clinic 6 days later. The physician reset it to 5, and the patient has been fine.